Manufacturer narrative:
The device was not returned for evaluation. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose : chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's bg (blood glucose) reached 389 mg/dl while wearing the pod between 4 and 24 hours. The patient's cannula came out from the abdomen. For treatment, patient reports she put a new pod on her son last night and everything appeared to be normal. Early on (B)(6) 2019, time unknown, the mother noticed her son's bg was rising. She attempted to bolus twice. Customer's mother reports that at 4:30am on (B)(6) 2019 the dexcom showed her son's bg at 389 mg/dl. She smelled insulin. She then gave her son a 1.5 unit bolus via needle. At 5:30 am on 4/26/19, she noted her son's bg coming down on the dexcom. At 6:00 am, she stated his bg was 125 mg/dl. Customer's mother removed the pod during the call and stated the cannula is sticking up more than normal, towards the adhesive.

Manufacturer narrative:
The returned device was evaluated and had the cannula assembly fully deployed. No issues were noted that would result in the cannula dislodging from the infusion site or a failure to deliver insulin. The reported events could not be determined.